Manufacturer narrative:
One opened device from list #(B)(4) was received and evaluated. Visual inspection of the device revealed that the leg and the arm of the integral clave of the 6" tail was separated from the proximal and distal tubing. The device was examined under ultra violet light and found that an appropriate amount of solvent sealer was found in the joints between the integral clave of the 6" tail and the proximal and distal tubing. In addition, there is a solvent line to the appropriate height inside of the clave indicating that the tubing was inserted completely. Two possible causes have been identified: delay in assembly completion causing the solvent not bond correctly and solvent evaporation caused by undetermined storage conditions. Hospira has opened a formal investigation to address this issue. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to hospira for evaluation for an unspecified reason. There were no reports of any adverse patient events of delays in critical therapies while in the clinical setting. During verification testing, it was noted that the distal tubing was separated from the leg of the integral clave. No additional information was provided.